Event description:
It was reported from the patient¿s mother that the patient had a recent appointment with the neurologist on and the output current was increased to 2.0ma and on time to 35 sec and 1.1 min off. Several hours later, the patient had a tonic clonic seizure that lasted for 4 minutes, followed several hours later by a simple complex seizure that lasted over a minute. The mother was questioning if the settings for the vns could induce the seizure and if the settings were appropriate for this patient¿s age/weight. The mother stated that the physician recommended that they increase the patients onfi to 10 mg (from 5 mg) but they were reluctant to do this because onfi slows him down so much and also she wasn¿t sure if the vns was working or not. No further relevant information has been received to date.

Event description:
Additional information was received from the physician that the patient's symptoms resolved on their own. The physician stated that the increase in seizures that the mother alleged to possibly be due to vns setting adjustments was not due to vns but due to the patient's disease progression. The increase in seizures was back to pre-vns baseline levels. No additional or relevant information has been received to date.